Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 30-nov-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 04-aug-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device manufacture date: mfg date: 21-nov-2017. Labeled for single use: no. (B)(4) brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 30-nov-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 04-aug-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device manufacture date: mfg date: 21-nov-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died after the ventricular assist device (vad) would not restart. It was reported that the vad exhibited electrical fault alarms followed by high watt alarms and that both controllers had losses of power with associated vad stops. The primary controller was exchanged after the electrical fault alarms and the vad would not restart on single stator operation. Multiple controller exchanges were attempted without success of restarting the vad. Emergency medical services attempted to resuscitate the patient without success while on the way to the hospital and the patient was pronounced dead at the facility.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: two controllers (con316680 and con316681) were returned for evaluation. The ventricular assist device (vad) pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller (con316681) revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller (con316680) revealed that the device passed functional testing. Visual inspection revealed contamination on both power ports. This is an additional finding, not related to the reported event, likely due to the handling of the device. Review of the controller log files associated with con316680 revealed several electrical fault, high watt, vad stopped and vad disconnect alarms logged on 23-jul-2020. Three (3) electrical fault alarms were logged beginning at 00:30:21 due to an open phase in the rear stator, causing the pump to run on the front stator only. In addition, multiple reactivation events were recorded in the event file due to the open phase in the rear stator. This likely triggered the subsequent high watt alarms due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged at 01:05:38 indicating a physical disconnection of the driveline from the controller. A controller power-up event was logged at 01:06:52. The data point prior to the loss of power revealed that a power adapter was connected to power port one and a battery was connected to power port two with 95% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a battery was connected to power port one and the same battery from before the loss of power was connected to power port two. The controller was without power for 56 seconds. An electrical fault alarm was simultaneously logged at 01:06:52 due to multiple open phases on the rear stator. A vad stopped alarm was logged at 01:07:11 indicating a failure of the pump to restart after multiple attempts. At the time of the vad stop alarm, the rear stator was not connected due to multiple open phases while the front stator was connected normally; however, the pump was unable to start successfully on the front stator only. This was followed by several additional controller power up events likely due to troubleshooting of the device, in addition to several electrical fault and vad stopped alarms. Review of the controller log files associated with con316681 revealed a controller power up event on 23-jul-2020 at 01:23:47. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point since 12-dec-2018 was logged at 01:24:20 on 23-jul-2020, indicating that the power up event occurred during a controller exchange, which corresponds with the reported event details. An electrical fault alarm was logged at 01:23:48 due to multiple open phases on the rear stator. A vad stopped alarm was then logged at 01:24:03 indicating a failure of the pump to restart after multiple attempts. At the time of the vad stop alarm, the rear stator was not connected due to multiple open phases while the front stator was connected normally; however, the pump was unable to start successfully on the front stator only. This was followed by several additional controller power up events and vad disconnect alarms likely due to troubleshooting of the device, in addition to several electrical fault and vad stopped alarms. As a result, the reported event was confirmed. Based on the risk documentation and available information, a possible root cause of the electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector, a marginal connection between the driveline cable and the controller, a vad malfunction, or a driveline connector malfunction. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. Based on historical review of similar events, the likely contributing causes for failure to restart may be attributed to multiple factors including but not limited to attempts to start the pump in a single stator condition and/or the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: controller 2.0 con316680, h3: yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 213, 331, 3213, h6: FDA conclusion code(s): 19, 4315, 4310 controller 2.0 con316681 h3: yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 213, 3213, h6: FDA conclusion code(s): 4315, 4310. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the electrical fault alarms the patient was going in and out of consciousness, prompting the controller exchange.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information included additional details reg arding the event. Controller 2.0 (B)(6), h6: patient code(s): c50635 controller 2.0 (B)(6), h6: patient code(s): c50635 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.